Event description:
Caller reported a malfunction on pump, identified as malf 12. There was no adverse impact to the customer's blood glucose level. Caller was assisted with pump reset information by technical support and planned to call back when charging supplies were available to complete the reset process.